Manufacturer narrative:
Philips service recreated image disks remotely; system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4).

Event description:
It was reported to philips that low image storage space occurred due to ippc failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.